Event description:
It was reported that the unit failed the highpot test for current leakage. The electrical leakage exceeded the ul limit.

Manufacturer narrative:
The reason for the serialization with 90xxx is to provide clarification following a change in stryker's electronic complaint system.